Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified locations. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date : november 19, 2021 - november 22, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.